Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed prior to receipt as well as tool damage to the top cover. These anomalies are believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The device passed some of the electrical and mechanical tests performed. The residual gas analysis test exceeded the test limit. This device had moisture that exceeded the residual gas analysis (rga) test limit. Based on the assessment of the rga data, it is determined that this device was non-hermetic. A corrective action was implemented. This version of the hires 90k device is not currently manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing intermittent lock. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. Revision surgery is scheduled.